Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Hcp noted the system was explanted due to a pocket infection. No device issue was reported and no further patient complications have been reported as a result of this event.